Manufacturer narrative:
The customer reported that the multi-gas unit keeps keeps showing "check water trap and sample line" message. The device has been on for 24 hours. The dryline receptacle and the sample tubing was changed. The device was returned to nihon kohden and evaluated. The gas unit was replaced to fix this issue. All functions were tested per service manual after the repair. The repaired unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multi-gas unit keeps showing "check water trap and sample line" message. The device has been on for 24 hours. The dryline receptacle and the sample tubing was changed.